Event description:
It was reported in a journal article that 1 patient experienced cerebral infarction (stroke) in an unknown time frame postoperatively. The patient made no recovery and was lost to further follow up. Attempts have been made and additional information on the reported event is unavailable at this time. Doi: 10.1177/23094990211063963.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Source: journal article: conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Takuya nakamura, toru yamakawa , junji hori, hisataka goto, akihiko nakagawa, tetsuro takatsu, naoki osamura, atsushi saito, keisuke hagio and kanto mouri. Journal of orthopaedic surgery: doi: 10.1177/23094990211063963. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00745.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Initial right hip hemiarthroplasty performed in a patient with a history of cardiovascular disease. Subsequently, at 3 days postop, the patient experienced a cerebrovascular accident (stroke). The patient was reportedly stable after the event. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. A stroke is a brain attack. It can happen to anyone at any time. It occurs when blood flow to an area of brain is cut off. When this happens, brain cells are deprived of oxygen and begin to die. Stroke is also known as the following: cva (cerebral vascular accident), tia (transient ischemic attack) and brain infarction. There are two classifications of stroke. A hemorrhagic stroke is when a brain aneurysm bursts or a weakened blood vessel leaks (hemorrhagic) and ischemic stroke occurs when a blood vessel carrying blood to the brain is blocked by a blood clot (ischemic). Perioperative stroke involves different pathways. Thrombotic (ischemic) stroke can result from increased inflammation and hypercoagulability [blood clotting disorder], cardio embolic stroke can result from disease states such as atrial fibrillation [irregular heart beat], and tissue hypoxia [lack of oxygen] from anemia can result from the combination of anemia and beta-blockade. A perioperative stroke is a serious and rare complication that may occur when a patient undergoes a surgical procedure, requiring medical intervention. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced a cerebrovascular accident (stroke) 3 days post implantation. The patient was reportedly stable after the event. No further event information available at the time of this report.